Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia, towards the end of the procedure, when the mesh was fixated into the abdominal wall, a trigger pull caused a double firing. Therefore the surgeon removed the device and opened a second device to complete the case. There was no patient injury.